Event description:
It was reported that during a trial patient had a severe arm pain whenever the stimulation is on. It was believed that the position of the arm caused the patients pain. The patient underwent an early lead pull procedure.

Manufacturer narrative:
Additional suspect medical devices component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).